Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation it could not be clarified if the front screw on the tcm was in place during the event or not. After the replacement of the rail accessory clamp, the tcm is installed properly and performs according to specifications. Since the affected components have been replaced, no similar event has been communicated. Additionally, there has been no reported impact to the health of the nurse who was scratched on the leg.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred following use of the artis q ceiling system. The customer reported the table control module (tcm) is loose and the bracket is broken. A nurse was scratched on the leg by the broken bracket. There is no report of impact to the state of health of the nurse involved. Additionally, we are unaware of any impact to the state of health of any patient involved.